Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas) (B)(4) and the reported events could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information regarding the reported event; however, it was communicated that no further information would be provided by the account. The patient remains ongoing on heartmate 3 lvas (B)(4) and no further events have been reported at this time. The relevant sections of the device history records (B)(4) assurance specifications. The implant kit was shipped on 20-aug-2019. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. The IFU lists cardiac arrhythmia as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists arrhythmia as a potential late postimplant complication. No further information provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2022 the patient had a regular checkup 2 years following their left ventricular assist device (lvad) implantation and was diagnosed on (B)(6) 2022 with sustained supraventricular arrhythmias which required cardioversion/medical treatment and cardiac catheterization. The patient had an implantable cardioverter-defibrillator (ICD) placed prior to the implant.